Event description:
Customer reported the system is displaying a communication error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated the interconnect cable connector. System operates as intended.